Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy procedure, after using several clips they started scissoring. Another like device was used to complete the procedure. There were no adverse consequences for the patient.